Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right primary attune to treat advanced osteoarthritis. The patella was resurfaced and depuy cement x 2 was utilized. The patient had a history of a fulkerson osteotomy with three unknown tibial screws. The surgeon removed one unknown screw to accommodate the tibial tray and retained two. The procedure was completed without complications. Patient received a right knee revision to treat pain and walking difficulty secondary to aseptic loosening. Upon entering the joint, scar tissue and synovitis was debrided. The femoral component well-fixed but revised. The tibial tray was subsided as well as loosened and debonded at the cement to implant interface and revised. The surgeon notes the two unknown screws broke in the bone during removal and were left in situ. The patella was well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with a competitor knee construct. The procedure was completed without complications. Doi: (B)(6) 2014, dor: (B)(6) 2019, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a device history record (ddhr) review on legacy complaint (B)(4) found no non-conformances on this batch. Final micro and sterility tests passed.